Event description:
The health authority received 38 reports of implanted intraocular lenses (iols) in 25 patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. Thirteen of the patients are bilaterally implanted. Twelve of the patients are unilaterally implanted. This pt is bilaterally implanted. This report is for the left eye. No further info is expected. There are 38 reports associated with these events. This is the 27th report.

Manufacturer narrative:
Eval summary: product was not returned for analysis, the device remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. No further info is expected. (B)(4).